Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The device was found in backup vvi mode. The patient was brought to the clinic for further evaluation and the device was successfully restored with device download. The patient was in stable condition.